Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs # 1225714-2013-03582, 03583.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated manufacturer report numbers: 1225714-2013-03582 and 1225714-2013-03583. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleges that the patient additionally experienced ventricular fibrillation, which was caused by the use of the product administered for dialysis treatment.